Event description:
It was reported that during an unknown procedure the equipment failed the stapler.

Manufacturer narrative:
(B)(4) date sent 12/11/2024 d4 batch #727c63. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 727c63, and no non-conformances related to the reported complaint condition were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did the device cut? 2. If the device cut/fired, was the cut line complete? 3. Did the device staple? 4. If the device stapled/fired, was the staple line complete? 5. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? 6. Did the device close? 7. Did the device fire? 8. Did the device open? 9. Was the device difficult to close on the tissue? 10. Was the device difficult to fire? 11. Was the device difficult to open? 12. On which firing did this occur? 13. Did the tissue retaining pin lock into the correct position? 14. Is the current patient status known? 15. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)